Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced skin infection at abdomen caused by cannula on (B)(6) 2025. It was also reported that the patient was admitted to hospital and stayed for one night and two days and received antibiotics drip for skin infection and the patient blood glucose levels while admitting the hospital was 360 mg/dl. The patient had symptoms such as skin irritation, pain and infection and the main reason for hospitalization was due to infection. No further information was available.